Event description:
It was reported that the patient¿s pump had reached end of life (eol) and end of service (eos) (B)(6) 2012. The eol/eos condition was missed. The patient was at the healthcare provider¿s (hcp) office (B)(6) 2012 and the message was noticed. The hcp thought that the elective replacement indicator (eri) occurred the same day as the eol condition. The eol condition was within the expected longevity range. The patient was getting good control and had not experienced withdrawal symptoms. The device system was used to deliver bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).